Event description:
Manufacturer identified through review of the programming history that vns pt had high lead impedance on diagnostic testing on the date of implant ((B)(6) 2005), again on (B)(6) 2005, and (B)(6) 2006. Last known good diagnostics were performed on (B)(6) 2005. Pt had manipulated the device and the pin was either not fully inserted or tightened by the surgeon. X-rays were taken, but were not a reviewed by manufacturer. A revision surgery took place on (B)(6) 2006, where reinsertion of the pin and tightening the screw resolved the high lead impedance.

Manufacturer narrative:
Review of programming/device diagnostic history.